Event description:
The mystique infusion catheter broke apart when taken out of the packaging. There was no pt involvement. This was an 'out of box' failure discovered by the customer. This incident was deemed not reportable by merit in accordance with the criteria set forth in the FDA guidance at the time it was received. However, after further internal investigation, merit determined on 22 decembeer 2009 that a product removal would be required. This is a 5-day MDR in accordance with statutory reporting requirements.

Manufacturer narrative:
Device evaluation: device not received for evaluation. Conclusions: the product removal activities are in process and a 5-day supplemental report will be filed with further info. A report to the FDA is also in process.